Event description:
It was reported that while removing the dts guide, the locking mechanism separated from the plate. The doctor had to use another plate to complete the surgery. No patient complication was reported.

Manufacturer narrative:
The plate was returned to manufacturer for evaluation. Evaluation shows the remaining plate meets specification. Locking cap tabs on the plate broken. With the limited information, the root cause of the event could not be determined.